Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the bands did not detach. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found during the visual inspection that the teeth were damaged. The slack was taken up and the handle had evidence that the trip wire was secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that teeth were damage. The marks on the ligator housing teeth implies that the device might have been used with too much force this caused the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the bands did not detach. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.